Event description:
While trying to take the skin graft from left thigh, the blade went through subcutaneous tissue. The surgeon stopped and decided to close the wound with suture and dressing applied.